Event description:
Pt had onset of wheezing the beginning of 1995. She noticed problems after working a day or two in a row. By the second day she was having sob and pains in chest. She is using an inhalis at work. She is also having itching of her hands without a rash. She has taken off work, symptoms went away and peak flows were normal. She returned to a latex-free unit in 1/96. No onset of problems.